Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a one-link, non-dehp standard bore, catheter extension set had caused a clot in the catheter. An unknown prefilled saline syringe had been used for flushing. It is unknown what solution was being administered through the lines before the clot. No adverse event was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.